Manufacturer narrative:
(B)(4) (damage to drive connector or coupling). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc connector was found to not be at the 12 o'clock position. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the motor drive unit did not work when tested prior to a pt procedure on an unk date. The exact nature of the problem is not known. The procedure was completed using a different motor drive unit with no adverse pt consequence.